Event description:
The customer contact reported a delay in critical therapy following an alarm condition. On an unspecified date and time, the device was programmed for tpn (total parenteral therapy) delivery, for a duration of 12 hours, with a 1323ml container size, and delivery was started. No further programming parameters were provided. At an unspecific time, the home care pt called the user facility to report that a minute after the delivery was started and for the next hour, the device powered off multiple times following an unspecified alarm condition. The customer contact reported the delivery after approximately 100-150ml of tpn had been delivered due to the alarm condition. The device was removed from clinical service. Therapy was resumed the following day using a replacement pump. Although there was potential for serious injury, the customer contact reported the pt's status was unchanged. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the rptr upon query by hospira personnel.